Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2005. The initial reported event of the lead oversensing causing an inappropriate shock and no capture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing on the right ventricular (rv) lead. It was also reported that the lead integrity alert (lia) triggered and there was no capture. The lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.